Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.

Event description:
Attorney reported: 2002 - pt underwent a hernia procedure during which a composix mesh was implanted. In the months that followed the surgery, the pt's condition worsened; suffering extreme fever, pain discomfort ascites and multiple bowel adhesions. Despite an aggressive pain control regimen, neither the pain nor discomfort was abated. On four months later - pt was re-admitted in efforts to stabilize her condition, which had significantly worsened. Surgery found that the mesh was removed and had caused the pt's chronic infection.